Manufacturer narrative:
On august 28, 2020 mentor became aware that it erroneously submitted an initial report with an incorrect value in b2. (2. Is required intervention) was checked. However, this should not have been checked, as there was no additional surgical intervention relating to this device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced left sided baker grade iii capsular contracture and right sided device migration post procedure. The right implant was described as bottoming out. The capsular contracture resulted in pain, hardness, and the implant riding high. Additionally, the patient had a streptococcal infection attributable to the left implant accompanied by a fever. The infection was treated with an unspecified medication and the patient has recovered fully from it. As a result, the left prosthesis was replaced with a new 400cc mentor memorygel breast implant on (B)(6) 2020. The right prosthesis remained implanted. See 1645337-2020-10675 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on september 2, 2020. The lot and serial number have been obtained and populated in section d. A manufacturing record evaluation (mre) was performed for the finished device number 7746380, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).